Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment details were not reported. Dianeal and extraneal therapies remained ongoing. On an unknown date, the patient was discharged from the hospital. Patient recovery status was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that a patient experienced a break in aseptic technique (not further identified) during peritoneal dialysis therapy, resulting in peritonitis. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with cefamezin (dose, route, frequency, and duration not reported) and amikacin (dose, route, frequency, and duration not reported) for peritonitis. Fourteen days after the event onset, the patient had recovered. On an unreported date, the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.